Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-300, lot # hbord, description: triathlon prim tib baseplate ¿ cemented; cat # 5510f401, lot # s736s, description: triathlon cr fem comp #4 l-cem; cat # 5550-g-278, lot # hw97, description: triathlon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. There have been no other events for this lot or sterile lot.

Event description:
Pain in knee. An infection was discovered and the liner was changed after irrigation and debridement.

Event description:
Pain in knee. An infection was discovered and the liner was changed after irrigation and debridement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned .